Manufacturer narrative:
B3: the event occurred on an unreported date during the beginning of sep2023. E1: initial reporter city: nyköping. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized due to peritonitis. It was not reported if the patient was treated for the event. On an unknown date, pd therapy was discontinued. At the time of this report, the patient outcome was not reported. No additional information is available.